Manufacturer narrative:
Sientra complaint (B)(4). Sientra will not be able to perform a failure analysis since the customer discarded the device. Investigational device [ide], no expiration date or date of manufacture available. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Left-side suspected rupture.